Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183199. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited unspecified t-wave over-sensing. The lead was reprogrammed. The patient condition was unknown.